Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: this report is for an unknown screw. A report on a surgery, (B)(6) 2013, indicates there was a loss of reduction and re-instrumentation of a patient care with uss fracture schanz screws olisthesis. Screw has loosed cranially from the jaw (intraoperative proof) so that the entire construct has yielded. The screw threads were completely submerged, without contact with the jaw mechanism. Revision dorsoventral (s4, aesculap + alif syncage). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not for diagnosis. This report is for an schanz screw, lot unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and part number of lot number was provided.